Event description:
Alleged false negative sars result. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this product. Root cause: insufficient info source: phone.